Event description:
Pt admitted on (B)(6) 2010, with c/o persistent nausea and vomiting for four days. Bowel obstruction per small bowel series. Pt taken to surgery on (B)(6) 2010 for small bowel obstruction with ethicon reloadable linear stapler 60 mm used. Pt had c/o abdominal pain and emesis. Ng inserted with no relief. Free air noted on abdominal xray. Pt returned to surgery on (B)(6) 2011 for resection of staple line. Pt expired on (B)(6) 2011.